Manufacturer narrative:
Pain/redness at insertion/removal site is a known and anticipated potential adverse effect and does not require additional investigation. The user was advised by the hcp to remove the sensor and re-insert a new one in the opposite arm.

Event description:
On (B)(6) 2026, senseonics was made aware of a user experiencing pain, a palpable lump and intermittent sharp sensations. There was no sign of redness, drainage, or discharge at the site. While initially the user had not received guidance from a healthcare provider (hcp), they later consulted their primary care provider (pcp), who suspected scar tissue buildup around the sensor and recommended removal and replacement in the opposite arm. The user has been managing discomfort with pain medication and expressed willingness to proceed with removal and reinsertion.